Event description:
It was reported that during set up, the system displayed an underspeed error message. No pt injury was reported.

Manufacturer narrative:
There service logs were reviewed for the device but the product was not evaluated. The logs confirmed the reported event. The cause of the failure is unk. This report is being submitted to the FDA as a result of a retrospective review of product complaints.